Manufacturer narrative:
(B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample is not available, however, the customer provided a photo of the affected device for evaluation. A photo inspection revealed a needle through its safety cap. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6071101. Conclusion: the root cause for this incident has been determined to be a manufacturing deficiency. The defect occurred by the incomplete coupling of the needle and safety cap, after the air blowing process, which provided non-compliance during the process of securing the protective cap. Based on the severity and frequency of this defect, it has been determined that a CAPA is not required. (B)(4).

Event description:
It was reported that a customer was stuck with the needle of a bd plastipak¿ 1ml syringe with 27g x 1/2" needle before patient use because the needle had punctured its safety cap. There was no report of medical intervention.